Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope exhibited a blurry image. Upon inspection and testing of the returned device, the scope objective lens was found dirty due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, white image, blurry image, and appearance of the objective lens was scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The dirt on the objective lens was also unable to be identified. Olympus will continue to monitor field performance for this device.